Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14679-01, lot #85036-6h, is being filed under as separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #1 issue: kinked sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that the technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during insertion of the sheath into the vessel, the sheath kinked. The vessel was re-wired and the sheath was removed and a second sheath was inserted with the same results. The second sheath was removed without incident and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.